Event description:
It was reported, during a routine device explant procedure, the header became detached from the device. The procedure was completed. The patient was stable.

Manufacturer narrative:
The reported event of broken header was confirmed. The device was received from the field with no telemetry. Session records indicated no anomaly on the device and battery voltage reached end of life (eol) due to normal usage. Visual inspection found the header broken off from device can which is consistent with damage from explant procedure. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.